Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter-defibrillator was found in back up vvi mode. The cause of the back up vvi mode was due to the patient being away from the remote monitor for an extended period of time. The device was restored to its previous settings. The patient was stable.